Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology are unknown. It was reported that a slight distal type 1 endoleak present on the final angiogram. The physician believes this may be due to a high act of 340 at the end of the case which may have contributed to the distal type I endoleak. The iliac artery measured 11 mm and the physician placed a 16 mm iliac limb. The patient will be monitored. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Evaluation : related to another drug/device (high act of 340). Inherent risk of procedure (endoleak). Conclusion: related to another drug (high act of 340).